Event description:
The lay user/patient called lifescan (lfs) in march 2006, and alleged that her meter was not powernig on. The pt reported that her meter was not working and needed a new battery. She reported that she went into a "diabetic coma" and that she was treated with glucose. She was able to power the meter on and the date and time appeared but were incorrect. It was discovered that the pt was using expired test strips. The lfs customer service rep waslked the pt trhough resetting the meter after changing the battery and coding the meter. It would have been helpful to know the date that the pt last tested on her meter, the date of the hospital visit, any symptoms that she had, and what her blood glucose results were. Although the meter issue was resolved, a replacement meter is being sent. This complaint is being reported because the pt reported that she was unable to test on her meter, went into a "diabetic coma" and received medical intervention.